Event description:
The customer contact reported the clave secondary port remained in the depressed position. On an unspecified date, the primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that the male adapter of a needleless valve connector connected to an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time after the piggyback delivery was started, it was reported that the pump alarmed for air in line. The customer contact reported that the nurse backprimed the pump to clear the alarm. It was reported that the nurse could not clear the air in line alarm and disconnected the needleless valve connector from the clave secondary port. At this time, it was noted that the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info knows by the reporter upon query by hospital personnel.